Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited a rise in impedance which led to a polarity switch. The device was reprogrammed and the lead was tested. Normal impedance was measured. The patient would continue to be monitored.